Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump unexpectedly shutdown and the touch screen was unresponsive. There was no reported adverse affect on the customer's blood glucose level. The customer reverted to an alternate method in insulin therapy and a replacement pump was sent to the customer to resolve the issues.